Event description:
Insertion introducer device of essure device broke while in pt. No injury to pt. The device was decontaminated, packaged and sent back to the MFR. All pieces of device thought to be still present after inspection.